Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 640 - 660 mg/dl, with large ketones, identified as dangerous by healthcare provider. Elevated bg was addressed with a correction bolus via pump. Ultimately, customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU). Reportedly, customer was treated intravenously with fluids of saline and insulin. Customer was released from hospital the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.